Manufacturer narrative:
This correction is to include an additional lot number that was provided in this complaint for material number 381433. Lot # 3208125 mnf date 2 aug 2023 exp date (B)(6) 2023.

Event description:
Nothing new to add

Event description:
No additional info

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 3208125 and 3178601. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard breaks during retraction attempts. The following information was provided by the initial reporter: my team is reporting that our latest batch of angiocaths seem to be malfunctioning, particularly when it comes to retracting the needle after placement of the cannula. Needles have snapped off at the hub as well. This obviously poses a serious risk of needle stick and body fluid exposure.